Manufacturer narrative:
(B)(6). (B)(4). Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
(B)(6). (B)(4). Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
The device has been returned to the manufacturer for evaluation. Visual review and optical observation noted the superior dynamic jaw is bent to one side. No additional tip crack, fracture, or breakage was identified. The location, direction and amount of force required in order to bend the jaw, is consistent with bend stress overload.

Event description:
It was reported that the tip of the instrument was broken in an unknown spinal procedure. No patient complications were reported.

Manufacturer narrative:
(B)(6). (B)(4). Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.